Event description:
It was reported this r-port was placed initially on january 16, 1998 without incident for intravenous therapy and blood sampling. On april 24, 1998, difficulty accessing the port was encountered. The port was flushed with heparin and the pt was sent home. On april 27, the pt returned with tenderness and swelling in the area of the port. Contrast injection revealed the catheter had separated and migrated to the right atrium. Retrieval of the catheter with a snare on april 30, 1998 was uneventful. Another port was placed with no pt complications. This device was not returned by the user facility for evaluation. Therefore, no failure analysis is available. Since this port was in place for over three months and no difficulties were encountered prior to this incident, co believes initial placement, user technique, during access and/or pt anatomy may have contributed to this event. However, without evaluating the device, co is unable to determine the exact cause for this event. Co's directions for use state: "improper assembly may result in catheter damage, leakage or possible disconnection. When properly assembled, the r-port's locking collar should be fully engaged into the outlet tube groove and catheter should be visible through the locking collar slots...observe sight for hematoma, swelling, inflammation or accumulation of serous fluids around the implant site and take necessary steps to correct these situations as warranted."